Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not operating at all could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had power and motor was able to run while the cutter did not stay secured when motor was running. It was further determined that the pawl was worn out. It was determined that this was due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device stopped working during use and was not operating at all. There was no delay to due to the reported event and an identical spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.